Manufacturer narrative:
We received your event description for the above mentioned device. As of today, the medical device is not available for analysis, therefore, the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The data returned for analysis were inspected. The most current data correspond to the 17th of november 2015, several months before the event date. These data did not show any peculiarity. There was no indication of a device malfunction. Based on this information, the root cause of the reported clinical event could not be determined. Despite this observation, please note that while in the safety program, the pacemaker is capable to deliver anti-bradycardia therapies. The activation of the safety backup mode does not indicate a material or manufacturing problem. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Based on the information available for analysis the root cause of the clinical observation could not be determined. The available data documented a normal device behavior. Should additional relevant information become available, the investigation will be updated.

Event description:
Device found in backup mode during routine follow up and was reset. Device remains implanted.